Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical issue led to component failure for the issue of the intermittent image. Regarding the chipped adhesive, it is likely degradation led to component failure. Regarding the foreign material, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the image was intermittent, the bending section adhesive on the c-cover was detached, and there was foreign material found in the channel opening on the c-body. There was no patient involvement.